Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.